Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 27 mm mitral annuloplasty band was implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that stated this 27 mm mitral annuloplasty band was implanted and explanted during the same procedure as it failed to repair the patients valve. It was replaced with a bioprosthetic valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.